Manufacturer narrative:
Findings: pump passed the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No blank display anomaly noted. Pump had high stop current due to faulty d1 on ib. Pump had cracked case at display window corner, battery tube threads, belt clip slot, minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 117 mg/dl. The customer stated there are cracks on the inside, top of battery compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 117 mg/dl. The customer stated that there are cracks inside top of battery compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.